Event description:
It was reported that the customer went to his doctor office due to infection and high blood glucose. Caller stated that the customer had a sensor allergic reaction. Caller stated that the customer's skin got red, puffy and with blisters. Caller stated that the customer blood glucose was 317 mg/dl. Caller stated that at doctor office they can not bring the blood glucose down even with basals adjustments. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.